Event description:
Boston scientific received information that high shock impedances were detected on this right ventricular (rv) lead after being stable in the 30 ohms range. Technical services discussed possible causes. The physician reported that this patient was to be further evaluated. No adverse patient effects were reported.

Manufacturer narrative:
Resolution has been requested from the field representative. No further information has been provided. This investigation will be updated should further information be provided.